Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of cloudy effluent (coded as peritoneal cloudy effluent) in a (B)(6) male patient coincident with extraneal viaflex and physioneal unspecified product therapies. On (B)(6) 2004, the patient began treatment with extraneal viaflex and physioneal unspecified product (dose, frequency and lot number not reported) intraperitoneally for capd (continuous ambulatory peritoneal dialysis). On (B)(6) 2010, the patient experienced cloudy effluent. The patient was not hospitalized for the event. The patient did not receive remedial treatment. On (B)(6) 2010, the patient recovered from the cloudy effluent. Extraneal therapy continued. It was not reported if physioneal therapy continued. The physician classified the severity of the event as mild. The physician believed the cloudy effluent was related to extraneal therapy and did not provide an opinion of causality for the event and physioneal therapy.